Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw guide wire referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified lesion in the distal left anterior descending coronary artery. A 300cm balance middleweight (bmw) guide wire and non-abbott guiding catheter were placed in the patient. A 2.5x12mm trek rx balloon dilatation catheter (bdc) was used in the patient without issue. The bdc was then removed from the patient anatomy and remained on the 300cm bmw guide wire when there was a 30-second pause to take images to visualize the lesion. After the images were taken, the bdc was then attempted to be completely removed from the guide wire; however, the bdc could not be removed. Force was applied; however, the bdc still could not be removed from the guide wire. Both the bdc and guide wire were removed from the patient anatomy as a single unit. There were no complications or reported adverse patient effects. There was a delay in the procedure in order to replace the bdc and continue the procedure; however, the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that the noted damages to the balloon dilatation catheter (bunched inner member, stretched outer member) resulted in the reported difficulty to remove the guide wire. The damage likely occurred due to resistance between the devices due to reduced clearance. There is no indication of a product quality issue with respect to manufacture, design or labeling.